Event description:
The facility reported 1 incident of "found cracks and edges not smooth on the knob of transfer set." Per affiliate, issue noted prior to use and no patient injury or medical intervention associated with this incident.